Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was able to replicate the reported issue. However, resolution has not been confirmed yet.

Event description:
A medtronic representative reported that while outside of procedure, the microscope led bracker was not correctly attached to microscope due to a screw being loose. There was no patient present at the time of the issue.